Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported while wearing the pod between 1 and 4 hours on the abdomen there was insulin on the skin and her blood glucose (bg) level reached 450 mg/dl. At 7:00 pm her bg level was at 200 mg/dl and she gave a correctional bolus of insulin. At 8:10 pm her bg level rose to 300 mg/dl at which she gave another correction and perform a reset to her personal diabetes manager (pdm). At 9:30 pm her bg reading was at 450 mg/dl. Once the pod was removed the patient reports that the cannula was bent. As treatment, the patient gave a bolus and applied a new pod.